Manufacturer narrative:
A DHR review did not reveal any manufacturing non-conformance issues that may have contributed to the complaint event. A lot history review was performed and revealed no other similar complaints. As the event was unable to be confirmed, a complaint history review is not required. The IFU and training manuals were reviewed for guidance and instruction device preparation and usage. During thv deployment, thv deployment, check to ensure the thv is exactly between the valve alignment markers, the flex tip is on the triple marker, and the balloon lock is locked. Perform thv deployment by first unlocking the inflation device. Initiate rapid pacing ensuring 1:1 capture, sbp = 50 mmhg, and pulse pressure <10 mmhg. Confirm placement of center marker within optimal initial center marker zone. Begin initial deployment with a slow controlled inflation. Fully inflate and hold for 3 seconds to ensure complete deployment. Completely deflate the balloon. Stop pacing and withdraw the balloon from the native valve. Verify flex tip is on triple marker to ensure full inflation of balloon during deployment and ensure stability of delivery system during thv deployment. Slow inflation during initial deployment may help with stability of the delivery system and thv during deployment. Do not exceed 20 seconds for inflation and deflation of the delivery system. Always maintain control of the plunger of inflation device when releasing it. Never lock the inflation device during bav or thv deployment. Factors that may affect the thv deployment characteristics. Narrow, calcified stj: thv movement ventricular and/or reduced foreshortening of the thv. No IFU/training deficiencies were identified. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The event was unable to be confirmed since the complaint device and/or relevant imagery were not returned or provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined during the evaluation. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ¿we deployed it and at the completion or at the highest level of the deployment, the balloon ruptured¿. It was noted that patient had previous prosthetic valve implanted. Although it is unknown what level of calcium was present on the surgical valve, it is possible that the interaction between the balloon with an existing valve may have compromised the balloon wall during inflation, which likely resulted in the burst. Additionally, a 14f esheath was said to be used with the 29mm valve and delivery system. The 29mm valve and delivery system are intended to be used with the 16f esheath. It is possible that pushing the valve through the small sheath caused interaction with the valve struts and the balloon, compromising the balloon integrity manifesting in a burst during deployment. Available information suggests that patient factors (prosthetic valve) and procedural factors (incorrect esheath used) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no edwards defect was identified, no corrective or preventative actions are required. Additionally, since no product non-conformances or IFU/training manual deficiencies were identified, no escalation to a pra was required.

Manufacturer narrative:
(B)(4).

Event description:
As reported, under general anesthesia, the patient had a viv procedure (29mm sapien 3 in a 29mm surgical valve) in the mitral position via right transfemoral transseptal approach. It was noted that ¿we deployed it and at the completion or at the highest level of the deployment, the balloon ruptured.¿ the 14fr esheath and delivery balloon were removed. The perivalvular insufficiency was reduced to trivial and the mean gradient was 4mmhg. The patient was transferred to recovery in stable condition. The patient was discharged on pod 3.